Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Physician reported " implant defect, silicone leakage and evidence of silicone-laden lymph nodes on the right axillary. Unknown location of the device. This relates to the right side.

Manufacturer narrative:
Corrected data: d.6.

Event description:
Physician reported " implant defect, silicone leakage and evidence of silicone-laden lymph nodes on the right axillary. Unknown location of the device. This relates to the right side.